Event description:
The customer reported a discrepancy between the displayed and actual time on their insulin pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme blood glucose readings. Technical support assisted the customer in updating the pump's time and advised them to monitor the situation, with further instructions to follow up if the issue persisted. The customer understood and acknowledged the guidance provided.